Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The device recorded a battery depletion alert and emitted audible tones. The health care professional (hcp) was unable to send device data to technical services (ts) for analysis and pbd confirmation. Subsequently the device was explanted and replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The device recorded a battery depletion alert and emitted audible tones. The health care professional (hcp) was unable to send device data to technical services (ts) for analysis and pbd confirmation. This device remains in service. No adverse patient effects were reported.